Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their device system had not been working, and they wanted to have it explanted because they needed to have an ¿MRI of the knee.¿ it was recommended that they follow up with their healthcare provider to discuss it further. There were no patient complications reported as a result of this event.